Manufacturer narrative:
It was reported that the ventilator alarmed for low fraction of inspired oxygen (fio2). No device logs were recieved and no parts were returned despite several requests. Our field service engineer replaced the o2 sensor and nozzle units in each gas module. A stop of o2 gas supply during ventilation will normally be detected by a low o2 concentration alarm followed by the low gas supply pressure alarm. The cause of the reported low fio2 cannot be determined due to lack of returned parts and device logs.

Event description:
Importer ref. #: cc-cpl-2019-00768. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).